Manufacturer narrative:
Evaluation summary: one device was received for evaluation. There was also an end tone heard but no regrasp alert. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, there was a continuous failure in sealing and had both oozing and bleeding of less than 250 cc even after multiple seals. There was an end tone and evidence of energy delivery, but there was no re-grasp alert. A second generator was then used and achieved hemostasis. It was used for the rest of the case with the same hand instrument and all other cases without incident. No patient injury.